Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the six week post-op follow-up, interrogation gave battery values of 2.10 v, 566 ua and less than 1 kohms. A message indicated that elective replacement indicator was reached on (b) (46. 2010. As the patient was pacemaker dependent, the device was explanted and replaced.